Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 3.00 x 48 stent delivery system was returned for analysis. Examination of the stent identified stent damage. The mid to distal section of the stent was stretched and damaged. The distal end of the stretched stent was extending beyond the tip. The proximal to mid-section was fully crimped on the balloon. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18jan2021. It was reported that crossing difficulties were encountered. The 91% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Following pre-dilation, a 3.00 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a stent damage.